Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse performed the diagnostic test engineering (dte) system test and discovered that universal surgical manipulator (usm) 2 had a noise and would not pass the usm carriage friction test. Error 23065 occurred during the field test and pointing to axis 6 of usm 2. The fse replaced usm 2 to correct the reported problem. The system was tested and verified as ready for use. Isi has requested the usm for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse's investigation. This complaint is being reported due to the following conclusion: the usms were making an intermittent noise, and one usm failed the carriage friction test with a noise. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in to report that there was an intermittent noise on the set up joint (suj) of universal surgical manipulators (usms) 2, 3 and 4. The issue occurred when manually moving the usms or controlling from the surgeon side console (ssc). There was no error message at the time of the event. The site continued with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with usm 1, 2 and 3 because the site only needed three usms for this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported failure. The usm was tested on an in-house system and passed in normal mode. Error 26016 was confirmed in the system log. During the psc (patient side cart) fixture test platform (pftp) test, degrees of freedom (dof) 7 was noisy. The usm failed the carriage friction test on dof 7. The usm passed all the remaining tests that were performed on the pftp. The gearbox and rotor of dof 7 would be replaced as a fix to the reported problem. In addition, the reported problem on error 23065 was not confirmed nor replicated. A review of the log showed error 23065 occurred on all usms at the same time. The 23065 error is a false failure error. No further action is required to address the 23065 error.